Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was field in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support found the brake not holding due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support gave the account the correct part number and will replace to resolve the issue. Based on this information, no further actions is required.